Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an led (light emitting diode) failure. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 15may2019. Date of report: 12jun2019. The power switch overlay was received for evaluation. There was no evidence of damage or contamination during visual inspection. After testing, it was determined that the reported problem was caused by a broken trace to the ac and power on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The fse replaced the power switch overlay to resolve the issue. Unit passed all tests after repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.